Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined the photos and found the sample appeared to have been cut with a sharp instrument, such as scissors. This was not a manufacturing-related event and occurred after release. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the tip of the catheter had been sheared off at a 45 degree angle. The patient stated that, while inserting the catheter, at about 4 to 5 cm, a sharp pain was sensed. The patient alleged that it tore his urethra. Upon removal of the catheter, the patient found it to be uncomfortable. Upon examination of the catheter, he noticed there was a 45 degree angle, which produced a second inlet. It allegedly produced a very slender and painful rubber "knife".

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. The visual inspection of the photos noted that the catheter was without the bulbous tip feature. The tip is designed to facilitate insertion and prevent any discomfort or injury to the patient. The catheter pictured in the photos had a sharp point and had been cut at a 45 degree angle. A potential root cause of this event is that the catheter was cut with a sharp object such as scissors post processing. However, the root cause is unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the tip of the catheter had been sheared off at a 45 degree angle. The patient stated that, while inserting the catheter, at about 4 to 5 cm, a sharp pain was sensed. The patient alleged that it tore his urethra. Upon removal of the catheter, the patient found it to be uncomfortable. Upon examination of the catheter, he noticed there was a 45 degree angle, which produced a second inlet. It allegedly produced a very slender and painful rubber "knife".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter had been sheared off at a 45 degree angle. The patient stated that, while inserting the catheter, at about 4 to 5 cm, a sharp pain was sensed. The patient advised that he was certain that it tore his urethra. While removing the catheter, the patient found it to be uncomfortable. Upon examination of the catheter, he noticed the 45 degree angle, which produced a second inlet. It allegedly produced a very slender and painful rubber "knife".